Event description:
Reporter indicated, the data received light on the programming wand is not coming on during programming. The wand seems to be working despite the light not coming on during programming. Troubleshooting did not resolve the issue. The wand has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.